Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The initial visual inspection, functional testing, and review of the alarm log were performed. Visual inspection found the device to be in good physical condition. Functional testing and the review of the alarm log did not reveal any alarms that indicated that the device did not infuse. The cause of the condition could not be determined. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump did not infuse. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.